Event description:
On (B)(6) 2003, I underwent a left total hip arthroplasty procedure. I received a sizes 54 mm depuy pinnacle cup with an ultamet metal insert, 36 mm 54d, articul/eze m metal on metal femoral head, sz 36 mm +1.5, and a depuy solution system hip calcar stem porocoat. Soon after surgery, I began experiencing severe pain and discomfort. I have gone through irrigation and debridement of the left hip due to infections on (B)(6) 2004, and (B)(6) 2011. On (B)(6) 2003, due to a periprosthetic femur fracture, I underwent a revision of the left hip. Due to chronic hip pain and chronic dislocation, I underwent an add'l revision surgery on (B)(6) 2005, wherein I received a depuy femoral head, size 28 mm with a +8.5 neck. Finally, on may 8, 2012, a complex revision of the left total hip, both components was performed. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time.